Manufacturer narrative:
Results: all three pieces of broken embolization coil were unraveled and tangled. The pusher assembly and the most part of fractured embolization coil were not returned for evaluation. Conclusions: evaluation of the returned ruby coil confirmed a fractured embolization coil. Three small pieces of the fractured embolization coil were returned. Most part of the fractured embolization coil and the pusher assembly were not returned for evaluation. If the embolization coil is retracted against resistance it can become fractured and detach from the pusher assembly. Further attempts to remove the embolization coil likely resulted in additional damage to the device. Based on the returned components of the device, the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and non-penumbra microcatheter. During the procedure, the physician placed multiple ruby coils in the target vessel using the microcatheter. The physician experienced resistance while advancing another ruby coil; therefore, the physician decided to remove the ruby coil. While retracting, the ruby coil unintentionally detached and became unraveled with the inner wire exposed. After removal of the ruby coil, the physician performed an angiogram and noticed pieces of the ruby coil had broken off and migrated into the hepatic artery. It was reported that part of the ruby coil inner wire was inside of the microcatheter. The physician then attempted to retrieve the broken pieces of the ruby coil with a snare device; however, the physician was only able to remove a portion of the ruby coil. It was also reported that during the snaring process, pieces of the ruby coil were left in the femoral and aorta. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.